Event description:
The hollister bag was found on the patient with broken pieces of plastic inside the bag. The pieces were broken off from the internal plastic apparatus that prevents collapse. The pieces were retrieved and none were noted to be retained within the stoma. The ostomy bag was replaced.